Event description:
The customer reported 12-lead ECG v1 and v5 signal loss.

Manufacturer narrative:
The customer reported 12-lead ECG v1 and v5 signal loss. There was no pt impact. The customer reported having determined that the cause of the issue was the leads ECG trunk cable which they replaced to resolve the issue.